Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the sys error 105. Visual observations internal to the motor identified: motor bearing excessive wear with shaft end play, and black material around the bearing. The evidence suggests cause to be the motor but root cause was not identified. The motor assembly was replaced due to the invasive nature of the inspection.